Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a renal artery. A 4.0 x 12 mm herculink elite stent dislodged from the delivery system when placing in the renal artery. The stent was removed with a snare device and a new herculink elite stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The delivery system was returned. The investigation determined that the reported difficulties were due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.